Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The field service engineer (fse) evaluated the device and found that the device failed the patient circuit leak test. The fse replaced the patient circuit and reseated cable connection going to 3 station solenoid to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed extended self-test (est). There was no patient involvement.